Event description:
A medical centre in (B)(6) reported to a distributor that air leaked from two rt200 adult dual heated breathing circuits during use due to faulty expiratory tubes. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt200 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. We are currently in the process of obtaining the complaint rt200 breathing circuits from the medical centre. We will provide a follow-up report once we have received the complaint devices and completed our investigation.

Manufacturer narrative:
(B)(4). The rt200 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: one of the complaint rt200 adult breathing circuits was returned to fisher & paykel healthcare in (B)(4) for inspection. The expirtory limb and the dryline tubes were visually inspected for damage. Results: no fault was found with the expiratory limb. Further inspection revealed that there was a hole in the dryline tube, about 4cm from the connector. A lot check revealed no other complaints of this nature for lot number 120207. Conclusion: the reported leak in the expiratory limb was not replicated during inspection. However, it was identified that damage to the rt200 drylines was caused by a faulty corrugator block that was used during the dryline manufacturing process. The faulty corrugator block was replaced last year. The subject dryline tube was manufactured before the faulty corrugator block was replaced. During the production of the dryline tubes, a pressure test is performed every 10 to 15 minutes and those that fail are set aside for further inspection. The user instructions for the rt200 adult dual-heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).

Event description:
A medical centre in (B)(6) reported to a distributor that a leak was found in the expiratory limb of two rt200 adult dual heated breathing circuits. This was observed during use but no patient consequence was reported.